Manufacturer narrative:
The device was returned without packaging. The instrument was visually evaluated and found to be in poor overall condition. There were scratches and signs of heavy wear on the instrument; significant discoloration was observed. There is some galling on the handle cam and plunger wheel where the surfaces come in contact. The device was successfully able to bend a pectus bar with slight friction felt as the handle is actuated. The complaint was confirmed as there is slight friction felt when actuating the handle. The most likely cause of the complaint is determined to be due to normal wear and tear as this instrument is over ten years old and shows signs of heavy use. The manufacturing history was reviewed and no non-conformance was found for this lot. There are no indications of manufacturing defects.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event; a follow-up report will be sent upon completion of the device evaluation.

Event description:
It was reported the handle on the table top bender was stiff or sticking periodically throughout the procedure. The procedure was able to be completed using the bender, it just took a little longer and the bars were tweaked with hand benders also. There was less than a two minute surgical delay and no injury to the patient.